Event description:
It was reported that the faradrive steerable sheath was selected for use during an atrial fibrillation procedure. Air ingress was observed during sheath flushing, prompting replacement of the device. The procedure was successfully completed using a different sheath of the same model. No patient complications were reported. The product is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.